Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide device evaluation results.

Event description:
It was reported that this patient's right atrial (ra) lead triggered a lead safety switch due to high out of range pace impedances. Review found that impedance measurements had been jumpy prior to the safety switch. The lead was found to be dislodged and was causing loss of capture in the ra. A revision procedure then occurred to reposition the lead, but this existing right ventricular (rv) lead then became dislodged during the procedure as seen via x-ray. The physician then explanted and replaced both the ra and rv leads. There were no additional adverse patient effects reported.